Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that a little piece of the rubber membrane of the drug vial was punched out (cored) when the needle from the vial mate penetrated the membrane. The piece had fallen into the infusion bag. No patient involved. No patient involved.